Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was undamaged. The battery cap was not returned. A test cap was able to fit securely to maintain an electrical connection. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.